Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the damage, and recommended replacing the truwave pressure cable. After replacing the cable, the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
It was reported that before use discovered by the customer, the cardiosave intra-aortic balloon pump (iabp) units pressure cable is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.